Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer continued to use the pump for insulin therapy. It was reported that the customer experienced an elevated blood glucose (bg) level of 718 mg/dl. The customer deliverer an manual insulin injection to address the elevated bg.